Event description:
It was reported that the patient presented in hospital, the right atrial lead and ventricular leads were dislodged. During revision the helix would not retract. The lead was explanted and replaced successfully. The patient's condition was good at all times.

Manufacturer narrative:
Analysis was normal. No anomalies were found.